Manufacturer narrative:
The device associated with this event was not returned to the manufacturer and is not reported to have malfunctioned. On april 2, 2012 resmed's clinical specialist was made aware of a pt being treated with an s9 elite device requiring resuscitation. The s9 elite is designed for the treatment of "obstructive" sleep apnea (osa). The clinical specialist reviewed the pt data and found indication of potential "central" sleep apnea (csa). Based on this info, resmed requested the reporter contact the diagnosing physician to review the pt's therapy and their prescribed device. On april 20, 2012 resmed followed-up with the reporter and was informed that the pt's neurologist agreed that the pt may have csa issues and ordered another sleep study performed. The sleep study was performed and the pt was prescribed another device to treat their specific sleeping disorder.

Event description:
It was reported to resmed that a pt using an s9 elite device required resuscitation and was hospitalized.